Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0802c02) was reported that the pen reset mode could not be regulated. This humapen memoir was associated with product complaint (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on 24-sep-2009. The manufacturer investigation of the returned device found missing segments in the dose, date and time number display. It was unknown if this humapen memoir was continued.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy, on behalf of a customer, returned to the manufacturer a complaint device because the reset mode could not be regulated. The device batch 0802c02 was manufactured in february 2008. The initial investigation found missing dose number segments and confirmed the customers complaint regarding repeated reset mode errors. A detailed investigation found liquid ingress, glass shards and scratches inside the end of the device housing. These observations are consistent with a broken cartridge being the likely source of the liquid ingress into the pen, leading to the reset mode errors and missing dose number segments. Users are typically aware of these malfunctions. The directions for use prohibit continued use. Malfunction confirmed. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0802c02) was reported that the pen reset mode could not be regulated. This humapen memoir was associated with product complaint number (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device was returned to the company on (B)(6) 2009. The manufacturer investigation of the returned device found missing segments in the dose number display. It was unknown if this humapen memoir was continued. Refer to result/conclusion section to narrative. Update (B)(6) 2009; additional information received (B)(6) 2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; added refer to results/conclusions section to narrative and made minor edits to wording in narrative concerning the manufacturer investigation. Edit (B)(6) 2009; removed erroneous characters from device specific safety summary.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.